Event description:
It was reported that the anesthesiologists experienced continuing issues with the bad inducer in the spinal trays; and as a result, the patients received more needle entries in their back.

Manufacturer narrative:
A device history record (DHR) review found no discrepancies or anomalies relevant to the complaint. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Model # and report source are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4)., corrected data: corrected information provided in d2 common device name and g5 510k.